Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
(B)(4). For the first iab (intra-aortic balloon) event involving the same pt. It was reported that this iab was inserted via a sheath into the pt's left femoral artery over the existing spring wire guide (swg) from the first event. While in the cardiac care unit (ccu) the pump alarmed "helium loss" and according to the interventional fellow "the rn in the ccu fixed it and the alarming stopped." The pt was taken to the operating room for CABG (coronary artery bypass graft) x1. At 13:17 on (B)(6) 2011 after the procedure was completed, the pt was being moved from the operating room table to the stretcher/bed and at that time "frank blood" was noticed in the helium line. As a result, the pump was shut off and the pt was taken to the cvicu (cardiovascular intensive care unit) where at 13:30 (B)(6) 2011 the iab was removed. A third iab was inserted via a sheath into the pt's right femoral artery. There was no reported pt death or injury. Medical/surgical intervention was required. The delay/interruption in iabp therapy was for one hour. The third iab was inserted into the right femoral artery via a sheath. The same pump was used for the iabp (intra-aortic balloon pump) therapy. There were no reported pt complications and the pt outcome is ok. Reference MDR #1219856-2011-00416 for the iabp report involving the same pt.